Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound bronchofibervideoscope had a hole at the distal tip of the scope and the customer covered it up with orange tape to reprocess the device. There were no reports of patient involvement.